Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, e. The revision reported may have been due to prosthesis wear, instability, tibial loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2022-01441 d10: 1371637 244-03-03 - optetrak asy hi-flex ps cem fem, sz 3, right. 1813703 244-23-13 - optetrak hi-flex tibial insert sz 3 13mm. 2513521 200-02-35 - three peg patella 35mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01441. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 103 months after a right total knee replacement procedure, the patient underwent a revision procedure to address due to severe proximal tibial bone loss secondary to osteolysis. The patient experienced increasing pain and instability, and recent inability to walk. Initial surgery and revision surgery operative notes were provided. Intraoperative findings indicated copious fibrinous scar, tissue hemosiderin-stained synovitis, and segmented bone loss from the proximal tibia was noted from the medical aspect of the tibial tubercle going around counter-clockwise to the lateral aspect of the tibial tubercle. The surgeon performed a right total knee revision arthroplasty. The patient was then transferred to recovery in stable condition. No further issues or complications were reported. No additional information is available.